Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated prior to implant. The guidant representative rebooted the programmer and adjusted the wand position, with no success. He was able to successfully interrogate another device with the same programmer. A guidant technical services consultant discussed returning the device for laboratory analysis.